Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right coronary artery. A non-abbott guide catheter was advanced and rotablation was performed. The dragonfly imaging catheter was advanced and pulled back as rotablation was performed again due to calcification that remained. Confirmation with the optical coherence tomography (oct) failed due to disconnection and balloon angioplasty was performed with an 2.5 non-compliant balloon. A 3.5x48mm xience skypoint stent delivery system (sds) was attempted to be advanced; however, failed to cross due to anatomy. It was noted resistance during removal was felt and the tip became flared. Another 3.5x48mm stent was used to successfully complete the procedure. Apposition was confirmed with the oct. There was no adverse patient effects and no clinically significant delay was reported. No additional information was provided.